Manufacturer narrative:
Expiration date: added. Unique identifier (UDI) : added. Product available to stryker: updated. Device evaluated by mfg: updated. Manufacturing date: added. Based on the results of the device history review (DHR) review, there is no indication that the device, labelling or packaging failed to meet its specifications when released. Inspection of the returned device revealed the was damage, and the delivery wire was kinked, likely due to handling. No other anomalies were found. No break/fracture was observed during inspection of the main coil as previously reported. Based on results of the investigation and available information, the reported coil broken/fractured was not confirmed. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that the physician experienced that the coil bent and snapped. There was no patient involvement.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that the physician experienced that the coil bent and snapped. There was no patient involvement.